Event description:
The customer observed an elevated result for a female patient when running ca 19-9 on the advia centaur xp analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the same and another advia centaur analyzer and similar results were obtained. The sample was repeated on an alternate method and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant, ca 19-9 results.

Manufacturer narrative:
The customer from outside the united states reports observation of a discordant elevated result for a female patient sample when running ca 19-9 on the advia centaur xp analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the same and another advia centaur analyzer and similar results were obtained. The sample was repeated on an alternate method and a lower result was obtained. The interpretation of results section of the advia centaur ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Manufacturer narrative:
Initial MDR 1219913-2023-00258 was filed on 13-oct-2023. Additional information - 18-oct-2023: an outside the united states customer reported the initial issue as a patient sample that recovered 170 and 184 u/ml with advia centaur xp ca 19-9 kit lot 524 but was 7 u/ml with the alternate method (ca 19-9) assay. All related ca 19-9 controls were within the normal ranges. When the sample was treated with a heterophilic blocking tube (hbt) and tested with the advia centaur xp ca 19-9 assay the result dropped to 49 u/ml indicating that heterophilic antibodies are elevating the results with the advia centaur xp ca 19-9 assay. As stated in the limitations of procedure of the hbt instruction for use (IFU), there may be some samples with extremely strong heterophilic interference. In such cases the hbt may not be able to block all of the assay interference. The limitations section of the advia centaur ca 19-9 instructions for use (IFU) states: ¿heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays." Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. The customer is operational. In section h6, the investigation finding and investigation conclusion codes were updated.